Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had high threshold when deployed. The lead was then repositioned but the helix would not extend after multiple turns. The lead was removed and scrub personnel attempted to deploy the helix on the back table without success. The lead was not used and a different lead was implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and r etract.the analyst note d the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.